Manufacturer narrative:
On 07/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/07/2016 a medtronic representative, following-up at the site, confirmed that there was a misunderstanding about where the probe was relative to the anatomy and the scans. The software was functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, the surgeon alleged a 2 millimeter inaccuracy occurred in the coronal view. In the axial and sagittal, they were on the tumor, however, the coronal was not on the tumor. On the 3d model the surgeon deemed being accurate in all directions on the skin and in fiducials. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.